Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ipg was stuck in passive charging per tech services group. The patient came into the office and they attempted charging with 3 different controllers and 2 different antennas. There were no known contributing factors that led to the event. Never could locate ipg. Rep spoke with tech services and they stated device needs to be replaced. The issue was not resolved. Surgical intervention is planned to replace the device, no scheduled date as of yet. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.